Manufacturer narrative:
The remote service engineer (rse) assisted the customer and determined that the speaker required replacement. The customer was provided a replacement speaker to resolve the issue. The device remains at the customer's site.

Event description:
The customer reported a speaker defect, there is no alarm sound. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.